Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd maxguard¿ extension set with standard needleless connector was blocked due to the proximal port creating a vacuum. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "proximal port on the extension port it won't run, it's creating a vaccum fluid not running through it."